Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved in this complaint. Failure analysis confirmed the reinforcement ring broken off through visual inspection. The broken piece was received back with the instrument. The known common cause of this failure is user mishandling/misuse. Additionally the tube extension was found to have two deep scratches at the bottom which may have cause the reinforcement ring to break. The known common cause of this failure is user mishandling/misuse. Also, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .093 - 1.396 in length and were not aligned with the tube axis. It has been determined that the customer reported event as initially reported does not meet the criteria of a reportable event, as the information provided did not suggest that an adverse event occurred. Recurrence of the alleged failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the failure analysis investigation results, the medwatch report was retracted.

Manufacturer narrative:
The monopolar curved scissors has not be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned (post failure analysis investigation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure a piece of the monopolar curved scissors distal sheath of the clamp fell into the patient's abdomen. The piece was removed laparoscopically. While there was no reported harm to the patient, reoccurrence of reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure a piece of the monopolar curved scissors distal sheath of the clamp fell into the patient's abdomen. The piece was removed laparoscopically. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.